Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the surgeon tried to open and close the jaws before use, the handle could not be squeezed. A new handle was used to resolve the issue. There was no patient involved.